Event description:
It was reported that during a colostomy procedure, there was some difficulties to fix the anvil before the device could be used correctly. The case was completed without any pt consequence. Eight days post operatively, the pt presented with pain. At pt's reoperation, it was seen that the staples did not hold post op. The pt is now doing fine.